Event description:
Caller reported that a malfunction occurred on pump. There was no reported adverse impact to customer's blood glucose level. Technical support assisted caller with resetting pump, and after reset, malfunction code did not recur. Customer was advised to continue using pump and to contact support if the problem happened again, which customer agreed to do.